Event description:
It was reported that on 16th nov, the clinician went to use the syringe and noticed an oily sticky residue inside the syringe.

Manufacturer narrative:
Pr:(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr 9269764 follow up MDR for device evaluation: two photos, one opened sample, and fifty-nine syringes in their sealed package were provided to our quality team for investigation. Through visual inspection of the photos, silicone can be observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2301026 and were found to be within specification. The samples underwent these same tests and found one the products was above the specified limits, all other syringes were verified to be within specification. A device history review was performed for reported lot 2301026, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. It is possible that a stop in the manufacturing line caused the syringe to remain under the dispenser, dripping extra silicone into the one syringe. Given the device records do not indicate any issues, this cannot be confirmed and a definitive root cause cannot be established at this time. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that on (B)(6) , the clinician went to use the syringe and noticed an oily sticky residue inside the syringe.